Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of damage, unexpected restart, external ram crc error and displayable history crc check failed at startup alarm. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test and a21 test. No unexpected a17 error alarm, a21 error alarm or a47 error alarm during testing. However, a47 error alarm was found in alarm history due to corrupted history file. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corner.